Event description:
While ventilator was in use, pt began losing volume of approximately 600-800 ml per breath. Therapist began troubleshooting patient circuit and ventilator. The ventilator was changed, but patient began losing volume again. Upon attempting to suction patient, the therapist noted that the suction control on the device would not spring back to normal position. The suction system was replaced and the volume loss problem ended.